Event description:
The user facility reports one incident of a leak at the bonded joint between the arterial chamber and the pbe line. Ebl = 165cc. The complaint sample was discarded at the time of the incident. No pt injury or need for medical intervention is reported. MDR is filed for blood loss only.